Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. It is unknown when or in which care area this event occurred. This condition was found by baxter canada personnel to have interrupted delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. No assignable cause was determined. This device is a baxter owned device and was not repaired at this time. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).